Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to receiving shocks from the device. Reportedly, the patient received the first shock while walking and the second one while sitting in their car. It was found by the physician upon device interrogation that the shocks were inappropriate due to noise oversensing. Troubleshooting was performed in clinic, and the noise was able to be reproduced. Subsequently, the s-ICD system was explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to receiving shocks from the device. Reportedly, the patient received the first shock while walking and the second one while sitting in their car. It was found by the physician upon device interrogation that the shocks were inappropriate due to noise oversensing. Troubleshooting was performed in clinic, and the noise was able to be reproduced. Subsequently, the s-ICD system was explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to receiving shocks from the device. Reportedly, the patient received the first shock while walking and the second one while sitting in their car. It was found by the physician upon device interrogation that the shocks were inappropriate due to noise oversensing. Troubleshooting was performed in clinic, and the noise was able to be reproduced. Subsequently, the s-ICD system was explanted. No additional adverse patient effects were reported. The device was returned for analysis.